Event description:
During preparation for an atrial fibrillation procedure, upon opening the packaging, it was noted that the sideport tubing was disconnected from the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.